Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance an interlink retractable t- connector extension set in which a leak was observed. According to the report, the extension set was connected to an unknown catheter. After an unknown amount of time, it was noticed that a small amount of blood had leaked from the connection. The reporter stated that they believed the leak was due to the male luer. The alleged defect occurred during infusion on a patient. There were no reports of patient injury, medical intervention or adverse events. No additional information is available.